Event description:
It was reported that the patient called indicating that a pocket revision was performed on this product due to a non-specific product performance anomaly. No additional adverse patient effects were reported. This device remains in service.